Event description:
The handheld is stored at office temperatures in the exam room on the table. Review of manufacturing records confirmed there were no unresolved non conformances found with the wand prior to distribution.

Manufacturer narrative:
Describe event or problem, corrected data: the initial reported inadvertently did not mention that the handheld was stores at office temperature even through that information was known at the time of the report.

Event description:
It was initially reported that the physician¿s handheld was no holding a change a new power cords was needed. The office was provided a new power cords but the issue was no resolved with the new power cord. The wand, handheld, flashcard, 2 power cord and 3 serial adaptor cords were returned to the manufacturer for evaluation. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. During the analysis it was identified that one of the serial cable adaptors had an open electrical connection in the serial cable power plug wire. The break in the power supply portion of the handheld serial data cable prevented reliable charging of battery. The discontinuity was confirmed through x-ray image. The cause for the open connection is unknown and could not be identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis of the programming wand in the pa lab identified and confirmed communication difficulties. The serial data cable, which produced communication errors, had intermittent conductors at the handle location. A known good bench serial data cable was substituted and all communications errors cleared. No visual anomaly was identified. Continuity testing of the battery cable passed. After the serial data cable was substituted, the programming wand performed according to functional specifications. Review of manufacturing records confirmed there were no unresolved non conformances found with the handheld prior to distribution. (B)(4).

Manufacturer narrative:
Device manufacturing records were reviewed. Device failure occurred, but did not cause or contribute to a death or serious injury.